Event description:
The user facility reported that a patient experienced multiple bleeding complications during impella 5.0 support. It was initially documented that the patient developed a hematoma at the intra-aortic balloon pump removal site roughly four days into impella support. It was noted that heparin was in the purge line at the time of the bleed. The patient was given 1 unit of packed red blood cells, heparin levels were reduced, and a sandbag was placed at the site to help treat the condition. Oozing at the impella site was also observed at this time. About three days later, the patient experienced a gastrointestinal (gi) bleed. Once again, heparin was in the purge line at the time of the bleed. The gi bleed was controlled and support continued. It is unknown of heparin in the purge contributed to the bleeds. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.